Event description:
Additional information was received 21jun2023: the treatment of the postpartum hemorrhage was secondary to uterine atony following a cesarean section delivery. The device was placed transabdominally. The device was handled by non-toothed forceps. The patient was reported to be hemodynamically stable. The total estimated blood loss to the patient was 2000 ml. The patient received 3 units of "lprc" blood product.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during treatment of postpartum hemorrhage (pph), secondary to uterine atony following a cesarean section delivery, the balloon in a cook bakri postpartum balloon with rapid instillation components leaked. The device was placed transabdominally using non-toothed forceps. The balloon leaked when filled with 150 ml of water. The device was removed and new same device was used to continue the treatment. The patient was reported to be hemodynamically stable. The total estimated blood loss to the patient was 2000 ml. The patient received 3 units of "lprc" blood product. No additional patient consequences were reported. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, and quality control procedures. One cook bakri postpartum balloon with rapid installation components was returned for investigation. A functional leak test was performed, and the balloon was observed leaking. Visual examination noted a jagged cut in the balloon material at the leakage site. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The complaint device was determined to have been damaged from another device, but a definitive source of the other device could not be determined from the available information. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a postpartum hemorrhage, the balloon in a cook bakri postpartum balloon with rapid instillation components leaked. The water was filled to 150 ml. The device was removed and new balloon was used to continue the procedure. There have been no adverse effects reported due to this occurrence. Additional information has been requested.